Event description:
It was reported via repair work order that the scale was not functional due to calibration and it was also reported that the nurse call cable connector was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.